Event description:
A physician reported that a pt underwent cataract extraction with lens implantation (acrysoft) during which sodium hyaluronate (healon) was used. The following month the pt developed endophthalmitis. They were treated with intravitreous vancomycin and ceftazidime and they recovered completely. A culture test was performed that resulted positive for staphylococcus epidermidis. The reporter physician considered sodium hyaluronate as suspect drug. This case was considered serious/incident/intervention required. Distributor MFR or product caused or contributed to the event. Case comment: details of the surgery are not provided and it is difficult to assess whether the reported endophthalmitis was due to the complication of the surgery e.g. Contamination leading to an infection or due to the lens itself. Healon is released after specific quality control that excludes the likelihood of infective material being present in the contents of the vial.